Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that reprogramming hadn't resolved the issue, so their healthcare provider (hcp) had recommended a revision/replacement. The patient noted that she really wanted the system to work as right now she was taking morphine 3 times a day and she wanted to get off the morphine as soon as possible. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the manual stated the ins should take 1 hour a week to charge to keep everything charged but it took her 2 hours to charge a day. The patient reported that the purpose of the ins was to provide pain relief to the lumbar spine. The patient reported that the worst level 10 pain was in l4-6 and she had level 8 pain in the thoracic spine. The patient reported that she needed to get the ins to hit the lumbar spine and not her legs. The patient reported that she couldn't turn stimulation up above 3.5v without it hurting her rectum. The patient reported that she had taken opioid medication for years and those stretched out her rectum really badly. The patient reported that on (B)(6) 2019 she spent the day at the hospital while the doctor prescribed medication called roxicet to help deaden pain and neuropathy in her lower legs/arms. The patient reported that the pills hadn't worked. The patient reported that she saw on the (B)(6) that the manufacturer had been fined by the federal government for putting defective neurostimulators on the market and she guesses she got one of the defective stimulators and she was scared. The patient reported that by (B)(6) 2019 she must have some sort of pain relief because she had a 3-hour car ride to (B)(6) institute and the healthcare provider (hcp) there planned to remove the ins and implant something else. The patient reported the pain she was in right now was incredible. The patient asked if she could make any adjustments to help with the issue. The patient reported that she had groups a, b, and c and stated she had only ever been on b. The patient was going to try changing groups to see if that helped with her pain. The patient reported that after meeting with a manufacturer¿s representative (rep) one time, it seemed to be working better but the next day the ins started hitting her lower legs and rectum and it was supposed to be in her lumbar spine. No further complications were reported.